Event description:
It was reported that an ilet insulin pump¿s touchscreen cracked after the belt clip broke while the user was sitting on a swing, causing the pump to fall to the ground and the screen to go blank, after which the user transitioned to insulin pens. Symptoms included no adverse clinical effects. Outcomes included discontinuation of pump use and continuation of glucose monitoring with a cgm application or receiver. Investigation included collection of user reports and logistics for replacement and return of the damaged device. Investigation of this device revealed device damage consistent with external mechanical impact affecting the touchscreen/display assembly and rendering the device nonfunctional and no longer watertight. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from an external drop event.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.